Event description:
Provider states the weld is broken where the seat sling attaches.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 3002416487-2013-00036 indicting the manufacturer as invacare (B)(4). The correct manufacturer is invacare (B)(4). The reported FDA registration number is correct.